Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump was unresponsive. Customer's blood glucose level was unknown at the time of the incident. It was reported that during filling, the insulin pump gave a loud crackle and no longer working. It was reported that the insulin pump did not provide any error message. It was reported that the customer did not know how the issue happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Motor passed the motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.